Manufacturer narrative:
Information provided by the laboratory indicates that a user had re-filled a reagent bottle designate for xylene with formalin in error prior to commencement of the two (2) processing protocols from which sub-optimal processing were identified. The instrument logs show that the reagent in bottle 13, which is designated for xylene, was replaced prior to commencement of the two (2) processing protocols from which sub-optimal tissue processing was reported. This finding indicates that the use error occurred during the replacement of reagent in bottle 13. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing step of a reagent group or type before changing to another reagent group or type before hanging to another reagent group or type. As a consequence, bottle 13 was used in the final clearing step of the two (2) protocols from which sub-optimal tissue processing was reported. The root cause for the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the protocols from which sub-optimal tissue processing was reported. Specifically per the information provided by the complainant, a user had replaced the reagent in bottle 13 with formalin in error ...

Event description:
Leica biosystems received a complaint regarding "formalin in paraffin", which resulted in an adverse impact on 150 gastro-intestinal biopsies, processed using peloris tissue processor. Information provided by the complainant indicated that internal investigation had determined that a user had re-filled a reagent bottle designated for xylene with formalin in error. On (B)(6) 2014, the leica field support specialist (fss) provided applications support to the laboratory by telephone in association to this complaint. The complaint confirmed to the fss that a user had re-filled a reagent bottle designated for xyleen with formalin in error. The fss instructed the laboratory to replaced the reagent in bottle 13 (xylene). On (B)(6) 2014, the complainant advised the fss that all tissue samples adversely impacted by the circumstances involved in this complaint were diagnosable following re-processing.